Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 6fr sheath, 5mm spider embolic protection device during procedure to treat a moderately calcified lesion in the left distal superficial femoral artery (sfa) with 80% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 5mm and 120mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that the cutter could not properly close after several passes. The final cut before removing the device, the physician was unable to fully pack the cutter. The cutter driver was stuck so the blade was in an exposed position. The cutter was outside of the housing when removed from the patient. There was no damage caused to the patient when trying to remove the device from the patient. The thumbswitch was unable to open and close the cutter. The distal tip was not deformed or damaged. The motor did not experience issues not turning on or off. It is unknown if any unfamiliar sounds were emitted from the motor. An alternative hawkone-m was used successfully. The hawkone-m was removed and replaced with a new hawkone-m and procedure was completed successfully.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.